Event description:
It was reported that the lead failed to hold its place after several attempts. The lead was removed and a second lead attempted. Once again, the lead failed to hold its place. The implanter switched to a different type of stylet and the second lead was placed with satisfactory results and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Blood was observed in/on the helix mechanism.